Manufacturer narrative:
(B)(4).

Event description:
It was reported that dislodgement and a drop in r-waves were observed. The patient was asymptomatic. Repositioning was attempted, but the helix would not extend. The lead was successfully capped and replaced on (B)(6) 2016 without adverse consequences to the patient. The patient will continue to be monitored with routine follow-up.